Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received motor error alarmed during rewind due to out of phase motor encoder signal. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. The insulin pump will be returned for analysis.